Event description:
It was reported that a physician preformed an uneventful novasure endometrial ablation on (B)(6) 2014 and the patient was discharged home. "Within 12 hours the patient was admitted to the hospital with severe abdominal pain. During observation, she had worsening discomfort associated with nausea and vomiting. Her blood pressure became more labile and she appeared to be getting septic at which point she was taken to the operating room for an exploratory laparotomy. There was noted to be bowel contents within the abdominal cavity. The uterus had two circumferential burns on the fundus associated with serosal blanching and focal coagulative damage. The bowel was inspected and a small bowel perforation was identified with associated thermal injury. The portion of small bowel was resected along with a primary re-anastomosis. The patient was transferred to the ICU post-operatively and is currently stable". On (B)(6)2014, it was reported "the surgeon wants to keep wound open with wound vac. Her pain is better but it's going to be three to four more weeks. I wanted to get her to rehab center but her insurance denied it so I have to send her home on friday with home health aide".

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. Reference internal complaint cc#(B)(4).